Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one protector was provided to our quality team for investigation. Through visual inspection, a hair is observed within the expansion chamber. A device history review was performed for the reported lot 2309115, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. All individuals are required to follow proper gowning procedures before entering the room, including hair protection. While we could not identify a direct issue, the root cause of this incident is due to personnel not following the proper gowning procedure. Manufacturing personnel have been notified of this incident to increase awareness of this matter. Complaints received for this device and defect will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that human hair-like substance was found inside the protector. There is something that looks like human hair inside the balloon. (B)(6) addendum: anti-cancer drug via in protector. A foreign object was found while the cable was connected. Drug: cyramza.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.